Event description:
Patient presented for bravo ph capsule study. After everything was in place there was no communication to wireless device. Patient had to be rescheduled for procedure. To be attempted again at a later date.